Event description:
It was reported the hand piece is being returned to the repair facility for the following reason: causes generator to emit a constant tone even with a test tip. There was no patient involvement.